Event description:
A weight bag was on the pt when the pt entered the MRI room. The scan began and the weight bag flew into the MRI. The pt was not injured. It was discovered that the staff believed the bag was filled with sand and not metal shot. The description on the bag did not indicate it was filled with metal shot.